Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging the patient passed away due to oxygen levels dropping and experienced of difficulty breathing/short of breath. The reported event makes no allegation of any specific device malfunction. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.